Manufacturer narrative:
G2. Foreign: vietnam. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). Pt clarified that the medtronic tech said that their device was not working because the generator was out. Pt stated the implant date was (B)(6) 2007, device replaced (B)(6) 2013. Unknown what caused the device generator to burn out (device was a synergy unit) but confirmed that the device was returned to the manufacturer for analysis. Pt weight provided.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. G2. Foreign: vietnam. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that their original implant "generator burned out" and says that the ins still had 80 percent left in it and says this was 3 months after they put new leads and a battery in, in 2007. They said a manufacturer representative (rep) was there. Pt says when the generator "burned out" they were in vietnam and couldn't get the ins replaced "for 6 years, I didn't have pain control during that time" and had a new ins implanted in 2013. They said the current ins works very well. Pt asked their healthcare provider (hcp) about the battery level and they said "he wouldn't refill my medication but luckily I have 8 pills left and I just have pain at night". Pt says this hcp isn't medtronic trained. A number was provided to give to their hcp so a rep can come and check the ins battery level. Pt says the implant is still working but wanted to know how much time ins has left.